Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly countdowns from 5 to 1 then shuts off automatically. The issue was not resolved with troubleshooting.

Manufacturer narrative:
The subject test strips have been returned to lfs on (B)(4) 2012. However, the test strips were not evaluated as the complaint refers only to a meter issue. Also, the subject meter was returned on (B)(4) 2012 but investigation is pending. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter was evaluated and was pa found that part u100 on the rf board was missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.